Event description:
Boston scientific received information that during a routine replacement procedure for normal battery depletion, the right ventricular (rv) setscrew on the device was unable to be loosened. Boston scientific technical services (ts) was consulted and suggested further troubleshooting techniques; however the setscrew remained stuck. Since the patient is sensed in both the atrium and ventricle, the physician opted to place the existing device and leads back into the patient. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.